Event description:
On (B)(6) 2025 a patient underwent the port placement procedure. During the preparation of port placement procedure, the linking stem of the port holder allegedly could not be linked to the catheter. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a power port. No visual anomalies were noted in the port stem. Therefore, the investigation is inconclusive for the reported connection problem as the photo evidence provided is not sufficient to confirm the reported events. A definitive root cause could not be determined based upon the provided information. It is unknown whether procedural issues contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent the port placement procedure. During the preparation of port placement procedure, the linking stem of the port holder allegedly could not be linked to the catheter. There was no patient contact.